Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer determined a vacuum line elbow was clogged. The elbow and associated tubing were cleaned. The rinse mechanism fill levels and the gear pump pressure were checked. The customer ran controls and accepted all results. The investigation determined the service actions resolved the issue. H3: other text : na.

Event description:
The customer stated they received discrepant results for two patient samples tested with ca2 calcium gen.2, one patient sample tested with vanc2 vancomycin, and two patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 8000 c 502 module. The initial sample results were reported outside of the laboratory to the physician. Controls then went outside of range, prompting the customer to repeat samples. The samples were repeated and the repeat values were deemed correct. The first sample initially resulted in a calcium value of 18.1 mg/dl and it repeated as 9.2 mg/dl. The second sample initially resulted in a calcium value of 5.2 mg/dl and it repeated as 9.5 mg/dl. The third sample initially resulted in a vancomycin value of 12 ug/ml and it repeated as 100.5 ug/ml. The fourth sample initially resulted in an hba1c value of 13 % and it repeated as 5 %. The fifth sample initially resulted in an hba1c value of 12 % and it repeated as 5 %.